Event description:
It was reported that the pt's seizures have been worsening in frequency and intensity. It is unk if the seizures are worse than pre-vns levels as the pt has been implanted for some time. The physician was not aware when the pt's seizures began worsening. Attempts for further info are in progress.